Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. Reporter stated that patient received an occlusion alarm and was unable to prime the pump. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found multiple occlusion alarms on 10/29/2013. On investigation, the pump powered up properly and the rewind/load/prime steps were completed without alarms. The pump was exercised for 24 hours without incidents. Force sensor calibration reading was found out of specifications. The pump casing was opened, the force sensor was removed and the resistance readings were found to be within specifications. The investigation was unable to reproduce the reported occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.